Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead helix was properly extended at the site, however satisfactory thresholds could not be obtained. The physician attempted to remove the lead but failed. Eventually the physician was able to remove the lead while applying tension, and upon inspection, the helix was stretched out. A new lead was implanted without any further issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage during use. The analyst noted the full lead was returned with the helix stretched. If information is provided in the future, a supplemental report will be issued.